Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 06/30/2011. (B)(6). Recall 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing; during testing, the load step did not detect the cartridge and alarmed "no cartridge detected". Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Evaluation was completed on (B)(4) 2011.